Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is considered that the reported event probably occurred due to a failure of the pressure sensor. The failure of the pressure sensor may have been caused by the followings in the manufacturing process. -oxidation corrosion of the pressure sensor electrode -foreign matter adhering to the pressure sensor

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that no indicators of the front panel of the device lighted on with abnormal sound and no gas feeding during the laparoscopic operation. The user completed the intended procedure using the same device. There was no patient injury reported.